Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. The phenomenon occurred due to the main board malfunctioned. The cause of the main board malfunctioned could not be identified. Other cause of failures found (rust, liquid inside the device) could be due to handling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device display does not turn on, audible alarm buzzer intermittent, oxide found on internal control board due to infiltration of liquids and rusty outer casing. The issue occurred during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the subject device inspection and evaluation. The subject device was received and evaluated at rrc (regional repair center) olympus prerov. Device inspection found traces of blood inside the tube, after the device switch was put to on mode, device makes alarm sound (display is black). Additionally, corrosion on chassis and top cover was observed. The chassis, top cover, main board, mag. Valve unit, tubes and connector have to be replaced. Service repair noted that all the defects found were caused by normal wear and tear or customer's handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.